Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was found torn. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the monopolar curved scissors (mcs) tip cover accessory returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. The mcs tip cover accessory was found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure from 0.018¿ to 0.097¿ in length. There are no signs of thermal damage present at the end of any tears.

Event description:
Refer to h10/h11 for follow-up information.